Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported that there was a misalignment of the digital readout of the needle on the monitor in relation to the location of the needle and probe.

Event description:
It was reported that that there was a misalignment of the digital readout of the needle on the monitor in relation to the location of the needle and probe.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the scanner has been evaluated using the multipurpose vessel phantom and the test probe. The image was found to be normal for a site rite 6 with software 1.1.3 installed. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.